Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, noise was observed on the patient's right ventricular lead. The patient was brought into the clinic and their device was reprogrammed. The patient was in stable condition.